Manufacturer narrative:
The company representative assisted the customer over the phone. The company representative walked the customer through testing after priming the cassette, testing infusion and vitrectomy probe functions. All functions were according to expectations. There was no problem found. The system functioned as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that during a vitrectomy surgery, air was not working during fluid air exchange. No system messages were displayed. The surgery was completed by using the same system. There was no harm to the patient.